Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The introducer was inserted and removed with no issues noted. Reason for return was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio-medicus nextgen venous cannula kit, it was reported that after insertion and placement of the cannula, the surgeon was unable to pull out the introducer while the cannula was in the patient. The cannula was then removed. The team was unable to remove the introducer from the cannula outside of the patient. It was stuck at the end of the cannula. A new cannula was opened and placed without incident and this was used for the procedure.

Manufacturer narrative:
Medtronic received additional information that the customer used the same insertion site when the replacement cannula was inserted. Investigation conclusion: after investigation at medtronic, the complaint is unconfirmed for being unable to pull out the introducer from the cannula body. There was no observed damage to the device and performance testing indicated that the device functions as intended. It is unknown what may have caused this occurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.